Event description:
A customer reported experiencing an error with their continuous glucose monitor, specifically noting a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete information on how to perform a pump reset, and the customer planned to reset the pump at their convenience, with a follow-up if the issue persisted.